Event description:
It was reported that the patient experienced an inadequate stimulation and severe pain in the right groin area. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained despite good faith efforts.